Event description:
During the final tightening of a trifix pedicle screw during a lumbar fusion case, the end of the head of the set screw, the hex end of the screw post broke off. The surgeon left the screw and constuct in the pt. No adverse effects have been reported.